Event description:
It was reported that the handpiece cord caused a saw to continue to run on its own during an austin bunionectomy on 11/19. The saw clipped the pt's tendon, and a 2nd surgery was performed on 11/22 to successfully treat the injury. There is no expected permanent damage at this time, but add'l info has been requested.

Manufacturer narrative:
A product return has been requested, but the handpiece cord has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted once the investigation is complete. The sales rep worked with the account staff to determine the handpiece cord was the cause of the event. It was also verified that the associated saw and footpedal are working correctly, and the customer has since used those devices successfully in other procedures without any issues.